Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. The event likely occurred due to a leak in the light guide connector which may have prevented proper reprocessing and removal of foreign matter. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." 2) "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." 3) "to prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the gastrointestinal videoscope had leakage from the air/water connector. The issue was found during routine inspection. Inspection and testing of the returned device found foreign objects inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found foreign material in the nozzle, watertightness was lost due to deformation of the light guide connector, the objective lens was scratched, the light guide lens was scratched, the distal end cover was burnt, the adhesive on the bending section rubber was detached, the control unit was scratched, the scope cover was scratched, the grip was scratched, the forceps channel port was shaved, the suction cylinder was shaved, switch 1 was scratched, the light guide connector was deformed, the right/left knob and up/down knob were discolored, the universal cord was scratched, the video cable was scratched, the light guide cover glass was dented, the video connector was scratched, the video connector case was scratched, and the bending angle in the up/down/left/right directions were out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.